Event description:
The manufacturer received information alleging a ventilator's touchscreen would not respond. There was no harm or injury reported. A field service engineer was dispatched for evaluation and the customer's complaint was confirmed. The device's lcd screen, display interface board, display ribbon cable, and display interface board cable were replaced to address the issue.